Manufacturer narrative:
The customer reported that the device failed in testing with a processor pca failure. Philips evaluated the device and found that it failed the opcheck charge and pacer tests. The device would not power off. The device was repaired through the replacement of the processor pca. We will consider this to be a processor pca malfunction that resulted in multiple failures that indicate the device was not capable of defibrillation or pacing.

Event description:
The customer reported that the device failed in testing with a processor pca failure.